Manufacturer narrative:
The underlying cause documented on the return fields in oracle is defined as: pcb, other/defective; resistor flow tube was pinched causing reported problem. Unpinched resistor tube fixed issue.

Event description:
Dealer states the unit just got back from RMA (B)(4) and the no breath alarm doesn't work when they test the unit.

Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date, this complaint will be updated &/or a follow up be sent.

Event description:
Dealer states the unit just got back from (B)(4) and the no breath alarm doesn't work when they test the unit.